Manufacturer narrative:
The serial number of the c513 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 513 analyzer. The sample initially resulted in an hba1c value of 16.2%. The sample was repeated on (B)(6) 2025, resulting in a value of 7.3%.

Manufacturer narrative:
The customer observed clot alarms on the day of the event. A sample probe was replaced. A second sample probe was later replaced due to wear. The field service engineer checked the system. No mechanical failures, anomalous noises, or photometric reading errors were observed. Checks were performed and were within specifications. The investigation determined the replacement of the worn probe resolved the issue.